Event description:
It was reported that two clips were released in the same time. At the end of the procedure, the surgeon removed clips too. Procedure: colectomy. There was no patient consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results confirmed that the jaws had become yielded causing the clips to be fed forward of its intended position in the jaws, causing 1 malformed clip. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips". The batch history records were reviewed with no anomalies noted during the mfg process.